Event description:
A report was received from the USA, stating that the device was running hot. The device was not being used during surgery. It is unk if injury or medical intervention were reported. No additional info available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info should become available, a supplemental report will be sent. (B)(4).